Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with dyspnea and thoracic disorders. Episodes of ventricular tachycardia were misdiagnosed as svt by the device. The rhythm was terminated by cardioversion. In hospital tests revealed normal device function with appropriate detection and therapy. The svt discriminators were programmed off. The patient left the hospital in good condition.